Manufacturer narrative:
Age at time of event: mid 50's. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the direxion microcatheter. The hub, shaft and tip were microscopically examined. The inspection revealed that the nickel shaft was separated 3.5cm and 22.5cm from the hub. The inner shaft was partially separated, kinked and stretched with foreign material (fm) right after the nickel fracture 3.5cm from the hub. The fm on the shaft appeared to be dried contrast with white fibers. Due to the appearance of the separated ends and damaged shaft, it appeared that the separation and damage was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 06-oct-2017. It was reported that the catheter hub was broken. The target lesion was located in the liver iliac trunk. A direxion micro catheter was selected for use. During the procedure, the hub separated where it meets the catheter. The hub at the proximal end of the catheter induces into the actual nitinol. The procedure was completed with another of the same device. No complications reported and the patient's condition was fine. However, device analysis revealed that the nickel shaft was separated from the hub and a foreign material on the shaft was noted.